Event description:
During a laparoscopic appendectomy, the trocar tip broke upon port placement and a small square/rectangular piece of the trip fell into the patient which was never retrieved despite dedicated time spent looking for it. Were any concomitant devices used? No. Where did the bend/break occur? Tip. At what point was the bend/break identified? (Before use, during insertion, or during use) during use. How was the trocar inserted (i.e. Was the trocar rotated in alternating clockwise and counterclockwise direction during insertion or was it inserted without any rotation)? Inserted with rotation. Was there any difficulty during insertion? (Y/n) no. Was this trocar used with a robot? No. Was the obturator inserted in the cannula at the time of the incident? Yes.